Event description:
A malfunction was reported on the pump by the caller, with a prior issue of speaker malfunctioning. There was no reported impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer was advised by technical support to put the pump into storage mode before returning it and was sent a replacement pump with updated software. The caller was informed of the steps to take upon receiving the new pump, understood the instructions, and acknowledged the shipping arrangements.